Event description:
It was reported that the colonovideoscope had a noisy image. The event had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: h2, h3, h6. Corrected fields: e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216 error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to malfunction in ultrasound plug unit and the printed circuit board cable the image scope communication error code (e216 error) occurred. The most probable cause of the screen becomes noised and scope communication error code (e216 error) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.